Manufacturer narrative:
(B)(4). No product was returned for investigation, thus a visual examination and a functional test could not be performed. A device history record investigation could not be reviewed as the lot number is unknown. Customer complaint cannot be confirmed based on the information provided. If the device sample becomes available at a later date this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "the endotracheal tube started to come apart after the tube was installed in the patient and before we started to laser." It was reported that the bits of the lasertubus were retrieved from the patient's airway using forceps, and that the patient had suffered no known serious injury.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the product showed signs of contamination, usage and discoloration. Design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities other than a blue discoloration of the cuff. The device was returned without the laser guard foil. Closer examination showed residues of glue and the glued laser foil. The performed visual examination revealed that the whole laser guard foil was missing on the device. As residues of the laser foil and the gluing were found, it was determined that operational context caused or contributed to this complaint.

Event description:
Customer complaint alleges "the endotracheal tube started to come apart after the tube was installed in the patient and before we started to laser." It was reported that the bits of the lasertubus were retrieved from the patient's airway using forceps, and that the patient had suffered no known serious injury.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the endotracheal tube started to come apart after the tube was installed in the patient and before we started to laser." It was reported that the bits of the laser tubus were retrieved from the patient's airway using forceps, and that the patient had suffered no known serious injury.